Event description:
Case was in session. A loud bang was heard. Tee screen was blank. The probe could not be removed from the patient at the time; it was removed at the end of the case without harm to the patient.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that the lancet does not properly retract inside of the multiclix lancet device after use. No adverse event associated with the alleged malfunction was reported.